Event description:
The customer reported that during an hiv-1 p24 antigen assay, a sample barcode in position b5 was misread. Summit sample handler, was in use. No death or serious injury was associated with this event. An ortho field svc engineer was dispatched.